Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that she took the customer to the ER and the customer was transferred to the ICU of the children's hospital for a day. The customer was diagnosed with diabetic ketoacidosis (dka) and was treated with IV fluids and insulin. The customer's mother also reported that the cannula bent.